Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patients ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event of frequent charging was not confirmed. As received, the ipg was inoperable due to a depleted battery. After the battery was recovered, the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester (ate) and passed all testing. Functional bench testing revealed the returned ipg charged normally and passed a discharge test providing sufficient battery capacity from a full recharge when compared to the calculated battery capacity.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Event description:
It was reported that patient experienced an increase in recharge frequency. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction b5. Correction h6- health effect - clinical code. Correction h6- health effect - impact code. Correction h6- medical device problem code.